Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that they supposed to be having an MRI later today, but they haven't used the stimulator in a little while, probably been like 6 months ago, and pt couldn't charge the implantable neurostimulator (ins). Pt stated that they already tried taking the battery out but still not working. Agent had pt reset the controller, inspect visible damage to the recharger and controller port, and clean connections. Pt confirmed to damages. Agent had pt start a recharging session and pt got no device found message. Agent had pt select recharge then pt went to passive recharge mode and got 85 97 100. Agent reviewed with pt the meaning of passive recharge. After a few minutes, pt confirmed that the controller was charged 100% while the ins was recharging 30% with excellent quality. Agent advised pt to continue charging the ins until full. Agent also walked pt through setting MRI mode. During the call, pt mentioned that they stopped using the device because they just felt like the device was not helping a lot lately. Pt said the device does help but not making any big difference, and their biggest problem was being still long enough to completely charge the ins. Additional information from the hcp indicated that the patient reported the ins won't charge over 60%. Caller inquired about MRI compatibility.